Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient returned home from work at approximately 7:30 pm and went to take a shower. While in the shower, the patient began feeling lightheaded and slumped into the bathtub. The patient's wife checked the dexcom g7 application and received a notification indicating that the sensor should be removed due to sensor failure. The wife also noted that the patient's glucose reading was approximately 50 mg/dl. The patient experienced vomiting, nausea, dizziness, sweatiness and shakiness and the wife called 911. Paramedics responded and evaluated the patient. Although the patient remained conscious, he was lightheaded. The paramedics administered a liquid treatment to raise the patient's blood glucose level and transported him to the emergency room. The patient was taken to the hospital and was admitted at approximately 9:00 pm on (B)(6) 2026 and was diagnosed with hypoglycemia. The patient remained under observation overnight and was discharged at approximately 6:00 am on (B)(6) 2026. At the time of the report, the patient as doing well and has reported no further issues. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.